Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update (B)(4) 2011 - medical records were received. The revision operative report indicates elevated metal ion levels and a large amount of tan material that was somewhat granular rather than fibrotic. Additionally, there was a great deal of grayish soft tissue in the acetabulum and inside the synovium. The femoral head was added to the complaint. Dor: (B)(6) 2011 (right side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege suffered and continues to suffer symptoms including, but not limited to severe pain, weakness, decreased range of motion, sensation of "catching" and misalignment, and difficulty with activities of daily living such as walking and standing after being seated.